Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and weight increased ("weight gain"). The patient was treated with surgery to remove essure in (B)(6) 2010. At the time of the report, the perforation and weight increased outcome was unknown. The reporter considered perforation and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and weight increased ("weight gain"). The patient was treated with surgery to remove essure in (B)(6) 2010. At the time of the report, the perforation and weight increased outcome was unknown. The reporter considered perforation and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 27-oct-2017: after internal review, the listedness for the event perforation of organs was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.